Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.

Event description:
Info received indicates during a safety check, the tech found the bed had a high ground resistance reading due to a loose connection in the ac power cord plug.